Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastroi ntestinal/pelvic floor. It was reported that the patient was in the hospital for a reason unrelated to the device/therapy. It was reported that the ins was not working and the caller tried to turn the ins off and wanted to make sure it was off. The patient reported that the ins was for incontinence, but now she was having a problem with not being able to void for the past week and they wanted to put a foley catheter in. The patient reported that she was hoping that if they turn off the ins she would be able to void on her own without having to cath. The patient reported that she suspected the ins was causing the problem with her not being able to void. The patient reported that they put in a foley cath and then they took it out and she had not been able to void. The patient was directed to follow up with their managing healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.